Event description:
During ivtm therapy, it was noted that the 500ml saline bag had emptied and the thermogard ivtm system generated a "air trap warning " alarm. The customer did not observed any leaked fluid on the thermogard console, patient's bed or floor. Quattro catheter (lot #161170) and the empty saline bag were replaced and ivtm therapy continued with the same thermogard ivtm system. Catheter dwell time was 48 hours. The quattro catheter was inserted smooth in the patient's right femoral vein. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the 500ml saline bag had emptied was confirmed during functional testing. A bonding leak was observed at distal end of medial 1 balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the balloons and luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at distal end of medial 1 balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the quattro catheter with lot number 161170.